Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty was encountered. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left ascending artery (lad). A 12mm x 2.00mm nc quantum apex¿ balloon catheter was selected and advanced to predilate the target lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned product analysis revealed a 6mm longitudinal tear from the distal to mid-section of the balloon and damaged distal tip.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Magnified inspection revealed a 6mm longitudinal tear from the distal to mid-section of the balloon. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).